Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced an event of leakage and detachment in tubing and reservoir on 06-jul-2024. Infusion set was used for less than 1 day. Site location was stomach. Blood glucose level was 28.5 mmol/l at the time of event therefore, patient took manual injection. No further information was available. On where the tubing and reservoir connects

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.